Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited the emergency room due to hyperglycemia on (B)(6) 2021 with blood glucose level of 186 mg/dl. The customer¿s blood glucose had reached 435 mg/dl. The current blood glucose level was 231 mg/dl. The customer was treated with intravenous insulin drip and manual injection. Customer did allege the insulin pump was under delivering. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will be returned and the reservoir will not be returned for analysis.